Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract surgery with an intraocular lens (iol) implantation, "foreign material was found to be adhered to the back side of iol after implanting." The foreign material was able to be removed and the iol remains implanted with no reported harm to the patient. The same event occurred within five eyes. This case is related to the fifth eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the used cartridge, was not returned for evaluation. One unused, opened sample and four unopened samples were returned in the carton. The opened sample and one of the unopened samples were evaluated. No damage or abnormalities were observed. The opened cartridge showed no sign of use. Functional and dye stain testing was conducted with the unopened sample with acceptable results. No lens or cartridge damage was observed. No foreign material was observed on the lens post-delivery. The associated lens model/diopter indicated is qualified for use with the cartridge. The associated handpiece/viscoelastic combination is not a qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).